Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the mtms, however the grip tips moved in the opposite direction. This behavior was observed in the pitch direction(s) and presented on quantity enter 3 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. The complaint was not confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the force bipolar instrument was not turning. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The initial findings were not confirmed. The instrument did not exhibit unintuitive or imprecise motion when tested on the in-house system on multiple attempts. There was no damage observed to the grip and pitch cables at the proximal end, when the housing was removed. No loose or derailed cables or broken input disks were observed. It is unclear why the instrument was "not turning" per the customer's complaint. The complaint was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.